Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Event description:
Per the field clinical specialist (fcs), approximately 1 year and 2-month post successful tavr implant of a 23mm sapien 3 ultra via transfemoral approach, the patient presented with paravalvular leak (pvl) and hemolytic anemia. The patient was treated with a balloon aortic valvuloplasty (bav) using a 24mm true balloon. The pvl was eliminated without complications.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 ultra valve was not returned for evaluation as the valve remains in the patient. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The following instructions for use (IFU) were reviewed: commander delivery system with s3u based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for paravalvular leak was unable to be confirmed due to the unavailability of procedure imagery/returned device. A review of the device history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, "approximately 1 year and 2-month post successful tavr implant of a 23mm sapien 3 ultra via transfemoral approach, the patient now presents with pvl and hemolytic anemia", and "follow-up with the fcs indicated that the patient was treated with a bav using a 24mm true balloon. The pvl was eliminated without complications". In this case, the deployed valve was post-dilated (bav) with a 24mm true balloon (bigger balloon compared to initial deployment - 23mm), and the paravalvular was eliminated, which indicated that the valve was under-expanded. The reason for the under-expanded valve was unknown due to the unavailable of relevant imagery/medical records. In this case, available information suggests that procedural factors (under expanded valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.